Event description:
The customer contacted baxter's service center regarding a system error (se) 2267; which occurred on the homechoice (hc) during use, during drain 3 of 4. The home patient (hp) questioned about the system error and per the home patient (hp after they cycled the power off and on the hc alarmed. The hp stated they turned the hc, than they disconnected and did a manual exchange. The technical service representative (tsr) explained the alarm. The hp would call their registered nurse (rn). Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated the patient did mention the reported problem to them. The patient did start over with new supplies and was able to resume therapy fine. The pd rn stated the patient does not have any negative side effects from the alarm, and is doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter will continue to monitor similar reports to determine if further actions are required.